Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿solving intraoperative complications during endovascular repair of late contained ruptured aortic pseudoaneurysm after surgical de-coarctation: case report and systematic review of literature¿  righini p, mazzaccaro d, galligani m, giannetta m, secchi f, carminati m, nano g.  Journal of endovascular therapy. 2025 apr;32(2):290-302.  Doi: 10.1177/15266028231177047 a.2 <(>&<)> a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿solving intraoperative complications during endovascular repair of late contained ruptured aort ic pseudoaneurysm after surgical de-coarctation: case report and systematic review of literature¿ the time frame of this study was over a ten-year period. Multiple manufactures products were implanted in tevar procedures for the treatment of late aneurysm/pseudoaneurysms after surgical aortic de-coarctation. Medtronic valiant, talent and non-mdt stent grafts were implanted in the patient population. The following adverse events occurred: pneumonia, hematoma, paresis, myocardial infraction, thrombosis, dissection, pseudoaneurysm, infection, claudication, rupture, intervention no further information was provided pertaining to medtronic products.